Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that patient slipped from the mayfield modified skull clamp (a1059) at the end of a procedure (tumor of the skull bone) during removal of drapes. The tension on the mayfield reduced to 1 'line.' There was increased surgery time of 10 minutes due to a head wound which was stitched.

Event description:
N/a.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: failure analysis : the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The skull clamp was checked for defects that could have caused an incident: the swivel lock assembly shows minimal movement in its locked position, but the swivel lock shows no defects that could have unlocked it, and the torque value to lock the index knob, is within specification. The 80lb torque screw and the ratchet arm were within specification. To minimize the movement of the swivel lock, some small parts will be replaced. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. There was minimal movement in the swivel lock, but no defects were found that would have allowed it to become unlocked. Probable root cause is improper or suboptimal placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.